Event description:
Single patient incident in which the "focus mechanism of the device [is] intermittently locked up" during a patient exam. As the device is used to image the eye, the anesthesized patient exam was rescheduled as a result.